Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explant physician reports left side rupture. Device has been explanted.

Event description:
Explant physician reports left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified sharp broken on posterior assessed as a surgical impact opening, for the non-penetrating nicks in the shell, missing shell. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening missing shell assessed as inconclusive.